Event description:
The biomedical technician reported a pump that did not alarm when the pump failed to infuse a bag of platelets that was not spiked all the way. The biomedical technician spoke with the nurse who experienced the failure. The nurse returned to the patient's room 4-5 minutes after starting the infusion and noticed that the bag of platelets was not spiked all the way. The nurse did not observe an alarm indicating that treatment to the patient was not infusing. The pump was disconnected from the patient. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a device that did not alarm when the pump failed to infuse a bag of platelets was not confirmed during product evaluation. No further action regarding this problem was deemed necessary. The pump was retested and returned to the customer within specification.